Event description:
A malfunction was reported as the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact on the customer's blood glucose level as the level did not exceed 500 mg/dl (27.7 mmol/l). The customer, assisted by technical support, attempted troubleshooting steps including plugging the pump into a working outlet for at least 30 minutes with a tandem charging cable and wall adapter, but the issue persisted. Further follow-up from technical support was necessary. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.